Event description:
It was reported that the ventilator failed the internal leakage test, the pressure transducer test and the safety valve test during pre-use check. It was also reported that the ventilator generated a technical alarm, indicating stop of ventilation due to communication failure between the control printed circuit board and the monitoring printed circuit board. (B)(4).

Manufacturer narrative:
(B)(4)